Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted, the technician discovered that the customer attempted repair of the device. As a result of the device being tampered with, root cause could not be firmly established. A system interconnection cable was replaced. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed self-test for pacer function. Complainant did not indicate that there was any patient involvement in the reported malfunction.